Manufacturer narrative:
Follow-up submitted to report. Device not returned for evaluation. Complaint cannot be confirmed.

Event description:
Per complaint (B)(4), a dentist's package for a 4mm collar locator abutment contained a 2mm collar. The dental procedure was not completed in the same visit.